Event description:
It was reported that the patient underwent a surgery for anterior fixation of the cervical spine in 2016. The patient reported pain and trouble swallowing and a follow up MRI performed in 2023 revealed the plating device was broken. No additional information is available.

Manufacturer narrative:
The manufacturer was notified of this complaint on (B)(6) 2024. The reported event was unable to be confirmed due to limited information received from the complainant. The device was unable to be returned for evaluation. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing records was unable to be performed as the part and lot information for the product involved in the event was not available. No further investigation was able to be completed at this time. The IFU for spider cervical plating system states "the spider system is only a temporary implant used for the correction and stabilization of the cervical spine. The system is also used to augment the development of a spinal fusion by providing temporary stabilization. This device is not intended to be the sole means of spinal support." Additionally, the IFU warns "after the spine is fused, these devices serve no functional purpose and should be removed. If the device is not removed following completion of its intended use, one or more of the following complications may occur: (1) corrosion, with localized tissue reaction or pain, (2) migration of implant position possibly resulting in injury, (3) risk of additional injury from postoperative trauma, (4) bending, loosening, and/or breakage, which could make removal impractical or difficult, (5) pain, discomfort, or abnormal sensations due to the presence of the device." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.